Manufacturer narrative:
Manufacturer was unable to confirm any problems with the lot of reagent used by the customer. Customer has reported that they continue to use the instrument and it is operating as expected.

Event description:
Customer reported false positive and false negative hcgs. Customer reported controls were within range. Depo-provera shots on pts were delayed until serum hcg results known. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.